Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was inserted and crossed the septum. The dilator and guidewire were removed while aspirating. Stopcock was turned off when blood was leaking out. Blood inside of the hemostasis valve looked as though it was pulsing, moving forward in the hemostasis valve. The sgc was removed and replaced. A mitraclip was able to be successfully implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported leak / splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.